Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by a customer that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a blue screen appear when the device was started. No patient involvement. No harm is reported.